Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image is consistent with the alleged complaint. The image shows a broken off/detached fragment from a portion of the device that enters the patient (distal end). No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument appeared to reduce the pressure then broke. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the curved blade broken at the base. A piece approximately 0.387" 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.